Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent deployed inside previously placed stent. Device issue: stent dislodgement. It was reported that after having two of another company's stents implanted in the proximal lad, a xience was attempted to crossed through the stents; however, it encountered much resistance and force was applied in order to remove the device. Upon removal, it was noticed that the stent had dislodged and remained inside one of the previously placed stents. The xience was deployed inside the taxus stent and post dilation was performed to expand the previously implanted stent to 3.0 mm. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross can be affected by numerous factors. Interaction with the previously implanted stents likely contributed to the reported difficulty crossing. The IFU cautions, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk. The IFU also states that should any resistance be felt at any time, remove the entire system as a unit. Lastly, the IFU states, when multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug eluting or coated stents. This complaint appears to be a result of the operational context of the device.